Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states they received no delivery alarms. The customer's blood glucose level had been as high as 557mg/dl. The customer tried to treat with pump but received no delivery alarm. The cannula was noted to be bent. The customer declined to troubleshoot for issues at this time.